Manufacturer narrative:
The end user did not make the subject stretcher available for evaluation of the alleged issue nor have they requested repairs.

Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button which results in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.

Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button which results in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.